Event description:
Follow up information identified the patient¿s ipg was replaced with a new one.

Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg could no longer communicate with the external devices due to it being inoperable. The patient lost stimulation. As a result, the patient will undergo surgical intervention.